Event description:
Radiometer reference number: (B)(4). According to complaint, the hospital reported that on (B)(6) 2025, after drawing an arterial blood gas sample, the nurse found that the patient's po2 was too low on abl90 flex analyzer (serial number: (B)(6)).